Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated (200-500 mg/dl). Customer reported working with health care provider to stabilize bg levels. Customer performed system check prior to contacting tandem technical support and stated that insulin was observed coming out of the end of the tubing as expected. During troubleshooting with tandem technical support, an occlusion alarm was found in the pump history. The customer believed that the cartridge and infusion set were changed after the alarm. Tandem technical support recommended changing the infusion site. Customer declined any further troubleshooting and stated that a previously used pump would be used to manage diabetes.